Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not lower blood glucose (bg value not provided) and at the time of the report was on the way to the hospital. Customer did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.